Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4) description:infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit(30cm) model#: sc-4316 lot#: 15841923 description:next generation anchor kit-sterile the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that a part of silicon material from one of the eyelets was removed from the patient's body.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician suspected device malfunction and confirmed that the reason for explant procedure was mechanical failure and will not elaborate. Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg passed all the required test and revealed no anomalies. Sc-3216-50 (sn: (B)(4)) device evaluation indicated that the lead was cut during the explant procedure. Visual and x-ray inspections found several cable fractures at the kinked sections of the lead body where the clik anchor was positioned. Fracture location is 1 cm from the clik anchor set screw mark. No cables were exposed. Sc-3216-50 (sn: (B)(4)) device evaluation indicated that the lead was cut during the explant procedure. Visual and x-ray inspections found several cable fractures at the kinked section of the lead body where the clik anchor was positioned and in the proximal array. Fracture location is 1 cm from the clik anchor set screw mark. No cables were exposed. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the splitter was cut during the explant procedure. X-ray inspection found no anomalies. Sc-4316 (lot: 15841923) device evaluation indicated that all the eyelets of the clik anchors were damaged, and a part of silicone material from one of the eyelets was missing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.